Manufacturer narrative:
D10 concomitants: (B)(6) 02-012-45-2020 - bandeja tibial logic fit 2f/2t. (B)(6) 204-34-08 - vastago ext. 14x80mm. (B)(6) 204-36-08 - vastago ext. 16x80mm. (B)(6) 208-01-02 - femur cc nº2. (B)(6) 208-09-07 - adaptador femoral vastago cc 7 grados. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was indicated with pain and mechanical failure, swollen knee and early signs of osteolysis observed in (B)(6) of 2021. Subsequently, in (B)(6) 2022 the patient was indicated with massive osteolysis in both tibia and femur. In (B)(6) 2023 the patient underwent left knee revision surgery. It was noted osteolysis was confirmed, femoral component found to be loose (aori type 3). Tibial bone loss classified as aori type 2a in the medial compartment. It was noted that the surgeon attempted implantation of johnson & johnson sleeves, but fixation was not achieved. Ultimately, a link hinge prosthesis with metaphyseal cones was implanted. Patient was revised to a competitor's construct. It was reported the event was not related to the breakage of a device. No medical or surgical interventions were reported. No patient impact or outcome was reported. A photo of the explanted insert was provided. No x-rays were obtained. No additional information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: type of investigation, investigation findings, investigation conclusions. The revision reported was likely caused by osteolysis, prosthesis wear, or the reported femoral loosening. Possible causes for polyethylene wear include the alleged femoral loosening, rotation or malalignment of the femoral component such that the femoral condyle or cam radius contacts the tibial spine, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface, however, this cannot be confirmed as images of the explanted device and pre-revision radiographs were not provided.